Manufacturer narrative:
Reporting institution phone #:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure line disconnect alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was collected and replaced with the same model. The customer called technical support to report that a proximal pressure line disconnect alarm error occurred. The patient circuit was replaced, but the issue remained. The manufacturer's product support engineer (pse) evaluated the device, but the reported issue could not be duplicated during a running test. The pse checked the event log and found that the device did not have any errors indicating abnormalities of the device. Therefore, the customer ultimately requested to cancel the repair, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.